Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. The reporter stated that the pump display screen was dingy. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
Follow-up # 1 date of submission 07/13/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/03/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim, faded, and discolored. Unrelated to the complaint, the bolus button cover was observed to be torn. The bolus button responded properly to user presses.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.